Event description:
(B)(6) 2006, 10:00 am: arthroscopy pump malfunctioned during procedure causing increased pressure in right knee joint. (B)(6) 2006, 10:00 am: while patient was undergoing a knee da procedure there was a malfunction of the fms/mitek irritation pump known as a fms duo+. The pressure increased from 50 to 150 causing increase pressure and swelling in the patient's right knee joint and surrounding tissue. The orthopedic surgeon followed up with the patient postoperative.